Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Download from remote monitoring showing non sustained rv oversensing. No inappropriate therapy. During remote follow-up, non-sustained right ventricular oversensing episodes were observed due to myopotential oversensing. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.

Event description:
Further information was received indicating the device was reprogrammed to resolve the event.